Event description:
It was reported that while pacing a patient the external pulse generator shut down without warning. The failure caused the patient's heart rate to drop, consequently causing a drop in the patient's blood oxygen saturation level and blood pressure. The generator was returned for service. Follow-up verified that there were no further known complications to the patient as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that while pacing a patient the external pulse generator shut down without warning. The failure caused the patient's heart rate to drop, consequently causing a drop in the patient's blood oxygen saturation level and blood pressure. The generator was returned for service. Follow-up verified that there were no further known complications to the patient as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the generator shut down without warning. Analysis did find that the generator had corrosion in the battery compartment, that the battery release, battery drawer and the ring cover were contaminated, that both bail covers were broken, that one printed circuit board flex was creased, that one battery connector was compressed and both were contaminated and that the battery flex was corroded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.